Event description:
The pt stated that when he woke up his mouth felt tingly and his blood glucose was 37 mg/dl due to his activity level the previous day. When asked what his normal blood glucose was he stated it's "all over the place." He ate peanut butter and drank milk to raise his blood glucose. He stated he placed the infusion device in the stop mode and when he placed it back in the run mode 4 dashes and what looked like the battery symbol appeared on the screen and he was not able to clear it. He was advised to insert a new power pack into the infusion device and it functioned properly. His blood glucose was 63 mg/dl at the time of the report. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.